Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device footplate (anchor) did not deploy when the steps to deployment were followed according to the IFU (instructions for use). When the device was pulled back for the footplate to engage, the device pulled out of the patient. Manual compression was held. The angio-seal sheath was slit longitudinally to ensure the footplate was not left in the patient. The footplate was noted to be still inside the sheath as it never advanced when engaged to release. The procedure was a le (lower extremity) angiogram. The patient was stable. The procedure outcome with atherectomy, the balloon of popliteal and at (anterial tibial) were successful. No equipment or other devices were used with the angio-seal device.

Manufacturer narrative:
A used 6 fr angio-seal vip device was received for evaluation. Visual inspection revealed that the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was contained within the distal tip of the hemostatic sheath. There was a cut observed running longitudinally through the complete length of the hemostasis sheath. For functional testing, the device was manually pushed to the forward lock position and the anchor released as intended. Then the deployment sleeve was pulled to rear lock position and anchor posted against the sheath. Digital force was then applied to the anchor which led to unspooling of the suture and release of the tamping mechanism. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined.